Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2014, product type: pump; product ID 8590-1, lot# n480857, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving morphine 6mg/ml at 0.3 mg/day and bupivacaine 5mg/ml at 0.25 mg/day via an implantable pump for spinal pain. On an unknown date, for the past 6 months or more, the targeted drug delivery was ineffective for the patient's pain. The patient did not have good symptom relief. A dye study was attempted but could not be done because the catheter "would not pull back so the doctor would not inject dye." On an unknown date, the catheter was replaced and the doctor tied off the old catheter. There was good cerebrospinal fluid (csf) flow with the new catheter. As of (B)(6) 2015, the issue resolved. The patient's status was reported as "alive - no injury." If additional information becomes available, a follow-up report will be submitted.